Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -8.0/4.5/082 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022. Refractive surprise and blurred vision was observed. The lens remains implanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).